Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the top and bottom of the fiber bundle. Device was cleaned using a renalin solution. The customer provided photos showing evidence of a fiber leak. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for return was visually confirmed by the photos provided by the customer and the blood staining on the top and bottom of the fiber bundle. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that blood leak into the fiber bundle of the oxygenator. The customer stated that blood was noticed during bypass run and no issues were noted with oxygenation and ventilating the patient. The customer observed 10 ml of blood on the floor from the exhaust port of oxygenator. The patient was fine on bypass. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Two fusion oxygenator lots were used in this custom tubing pack; 227373127 and 227373126. Medtronic received additional information that the issue occurred while on bypass. It was noticed during the middle of the case. There was an estimated amount of 10ml of patient blood loss as a result of this leak. There was no transfusion required as a result of this leak. There was no air in the system/tubing. The blood leaked into the fiber bundle.